Event description:
It was reported that patient underwent rotator cuff repair on (B)(6), 2011. During the procedure, the surgeon inserted an anchor into the bone and discovered the tip had fractured off. An awl was used to push the tip further into the bone and another anchor was inserted into the same hole without incident. The fractured tip remains in the patient.

Manufacturer narrative:
Evaluation of device found evidence that failure mode was due to abrasion and/or frictional heat possibly during insertion. Review of event found technique to tap the hole prior to insertion of the device was not followed, contributing to the event. There are warnings in the package insert that state that this type of event can occur, "prior to insertion of the implant, predrill, awl, or tap." The user facility was notified of the event on (B)(6), 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA. This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-00069).